Manufacturer narrative:
An event regarding stem fracture involving an exeter stem was reported. The event was not confirmed method and results: device evaluation and results: not performed as the device was not returned for analysis. Medical records received and evaluation: not performed as there no medical records provided for review by a clinical consultant. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there have been no other similar events for the reported lot. Conclusions: a root cause for this event could not be determined based on the information available. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. No further investigation for this event is possible at this time. If the device and/or additional information becomes available, this investigation will be reopened.

Event description:
According to head nurse, a hip revision took place due to a broken exeter stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
According to head nurse, a hip revision took place due to a broken exeter stem.